Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that ever since the patient got the implant it would not charge up. The patient stated that they sat on it for 2 nights for 2 strait hours and that it did not charge at all. The patient was unable to troubleshoot as they were waiting for the replacement of their desktop charger. Follow-up was conducted with the patient. No patient complications/symptoms were reported.